Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer stated it's been raining and pump might have been exposed to fluid while they were outside. Customer said the pump screen started to have weird lines and cannot read the numbers completely. Customer stated the pump display went blank completely after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, test and all operating current measurement were normal. No blank display, lines on screen or display anomaly noted, however moisture damage was found on electronic and motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.